Event description:
It was reported that the asymptomatic patient presented at the emergency room following backup vvi on the implantable cardioverter defibrillator (ICD). The patient's presenting rhythm was normal sinus rhythm, backup vvi with active high voltage therapy. The patient received inappropriate therapy (one shock). A backup vvi status report did not print. A device image was received for further investigation and the reason for the backup vvi was noted to be due to event queue overflow. A device restoration was performed successfully. Normal function was restored, the device was upgraded to the latest cyber security upgrade and programmed back to normal programming for the patient. The patient's condition was good with no signs of arrhythmia at the time when the device went into backup vvi.